Event description:
Dr attempted to carry out spinal anaesthetic with spinal needle and introducer. New needle was used for second attempt which also failed. On withdrawal of the needle, it was noted to be missing 2.5cm. X-ray used to locate the needle tip in the pt. Needle fragment was removed by a neurosurgeon.

Manufacturer narrative:
Add'l lot numbers 6297359, 6256110. Evaluation summary: 10x microscopic examination of the broken spinal needle revealed residual bends and tubing ovality, a deformation from the normal circular cross section. These characteristics, when taken together in context are reliable indicators of a bending/restraightening mode of failure and suggest a procedural/technique issue. Incident is similar to previous incidents with this item. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraighten. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break.